Manufacturer narrative:
(B)(4).

Event description:
Update apr 25, 2018: pfs and medical records received. Pfs has no new allegations reported. After review of medical records for MDR reportability, it was reported that the patient was revised to address significant groin pain and adverse metal reaction. Revision note stated, there was abundant amount of scar tissue noted. There was significant amount of black substance consistent with current corrosion reaction. The head and liner were removed. Laboratory result for cocr showed below 7 ppb. The MRI does not show an obvious fluid collection, pseudotumor, metal debris or soft tissue destruction. The aspiration was negative for evidence of an infection. Added facility name and new associated contact. Updated the part, lot information and the patient demographics. Doi: (B)(6) 2009 : dor: (B)(6) 2017 (right hip).

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). (B)(4).

Event description:
There are no new allegations reported. After review of medical record for MDR reportability, it was noted that the affected side is left hip and not the right hip which was previously reported. Doi: (B)(6)2009 - dor: (B)(6) 2017 (left hip).

Manufacturer narrative:
Investigation summary: no device associated with this report was received for examination. On 10/29/18: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle litigation received. Litigation alleges friction and wear caused toxic metal ions to be released into the patient¿s blood, tissue and bone surrounding the implant resulted to pain, discomfort, inflammation and metallosis. Doi: (B)(6) 2009; dor: (B)(6) 2017; right hip.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4).